Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 600 mg/dl and that they had three infusion sets with bent canulas. The customer did not mention any symptoms of their blood glucose levels. The customer treated with manual injections. The customer did not provide their blood glucose level at the time of the call. The customer did not provide information on events leading up to the incident. The insulin pump was not in auto mode at the time of the incident. The customer declined to troubleshoot the issue. The insulin pump will not be returned for analysis.